Event description:
It was reported that a device was used during a low anterior resection. After firing the device the surgeon could not remove the device. Upon removal of the device, the surgeon noted several leaks in the anastomotic staple line. Case was completed with hand suture, extending the case for an hour.